Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between (B)(6) 2021 and (B)(6) 2023, due to FDA 483 observations issued to fujifilm corporation on (B)(6) 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Event description:
On june 2, 2023, fujifilm corporation became aware of an event involving ed-580xt. It was reported that the scope continuously failed weekly cultures. There is no patient involvement, death, or serious injury associated with the event. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Manufacturer narrative:
Attempts were made to obtain additional information from the facility via the local service center, but no additional information was obtained and the cause could not be determined. No additional complaints or requests have been received from the facility.